Event description:
Needle pull off. Customer reports that while passing the needle through the tissue the needle would pull off. There are no reported adverse consequence to the patient related to this event. Note:outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident coud recur.